Manufacturer narrative:
Due diligence was performed for the event with available information provided. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the probe was broken at 13 mm from the tip of the probe. There were scratches around the broken part. When the broken surface was checked, the break was starting from the scratch. There were no scratches or contact marks on the grip. It is likely occurred the probe was broken by the following mechanism: output was activated while the probe tip was in contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to be scratched. Activation output was continued causing a load on the probe tip; the probe tip cracked due to the scratches on the probe tip. Also, an error occurred. Probe broke with the added load. The instructions for use includes the following statements that warn against the issue: the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
As reported for this event by the distributor, one hour into the therapeutic laparoscopic colectomy procedure an unknown error code was received for the thunderbeat device. When the device was removed from the patient body and checked, the probe tip broke off outside the patient body. Procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. The output setting at the time of the event were setting mode (level:1), maximum mode(level3). The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were not checked. The transducer cords and other medical device cords were not bundled together. Surgeon was skilled. No briefing was conducted prior to the procedure. No olympus representative was present during the procedure. This is the first time such an event occurred with this user.